Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 3487a-45, lot# j0527374v, implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3487a-45, lot# j0527374v, implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 7435, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. (B)(4).

Event description:
The patient¿s health care provider (hcp) reported on (B)(6) 2014 that the cause of the event was the patient had a history of falls. The ins would shock the patient. Hospitalization was not required. The patient outcome was reported as non-serious injury/illness.

Event description:
It was reported that the patient had their system replaced due to lead migration. The leads had migrated, but it was decided to replace everything. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).